Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Reportedly the customers settings were entered incorrectly. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.